Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a minimum fill message after loading the cartridge with 150 units of insulin. Customer's blood glucose level was 189 mg/dl. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified; however, there was no failure identified for the reported fill estimate issue.